Event description:
Patient reported an alleged leak with a lap-band device. The patient suspect the port is leaking because after each fill the patient felt like [the band] was tighter for about a day, but then it wouldn't feel as tight again. The surgeon did perform a "laparoscopic test" which led the surgeon to believe there is a leak in the port. Explant surgery has been scheduled. Permission to follow-up with the surgeon has not been given to product support at this time. Any further information will be added to this record. Follow-up findings: the port was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."